Event description:
The physician attempted to use the rotational core biopsy system for a breast biopsy; however, the samples that were obtained were not satisfactory to the physician. Because of this, the patient was sent to another facility to repeat the biopsy.

Manufacturer narrative:
Device was discarded and evaluation was not possible, and no malfunction could be confirmed.